Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after normal hydration and placement of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system, the stent could not be opened from the catheter and was unable to be deployed at all. There was difficulty removing the delivery system from the patient; however, the delivery system it was removed as a whole. A non-cordis device was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery. The vessel characteristics at the target site included mild calcification, moderate tortuosity, and 68% stenosis. The device was stored and prepped per the instructions for use (IFU). During deployment, the handle of the device was held flat and straight outside of the patient, and the user maintained a fixed inner shaft position. The delivery system remained in one piece during its removal and there was no indication that the stent was partially deployed when removed from the patient. Attempts were made to deploy the stent after it was removed from the patient. The device was discarded and will not be returned. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18388583 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿stent delivery system (sds) deployment difficulty unable and stent delivery system (sds) withdrawal difficulty from vessel¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Contributing factors may have been the tortuosity, stenosis, and calcification of the vessel. This may have led to issues in withdrawing the device, as it could have led to damage to the catheter and/or vessel passage that was not ideal for smooth catheter function. According to the IFU, the user should ¿verify that the system¿s radiopaque inner shaft markers (leading and trailing ends) are proximal and distal to the target lesion. Unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the delivery system. Ensure that the sheath introducer or guiding catheter does not move during deployment. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after normal hydration and placement of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system, the stent could not be opened from the catheter and was unable to be deployed at all. There was difficulty removing the delivery system from the patient; however, the delivery system it was removed as a whole. A non-cordis device was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery. The vessel characteristics at the target site included mild calcification, moderate tortuosity, and 68% stenosis. The device was stored and prepped per the instructions for use (IFU). During deployment, the handle of the device was held flat and straight outside of the patient, and the user maintained a fixed inner shaft position. The delivery system remained in one piece during its removal and there was no indication that the stent was partially deployed when removed from the patient. Attempts were made to deploy the stent after it was removed from the patient. The device was discarded and will not be returned.